Event description:
The customer reported that the system made a loud noise and the images disappeared. This can cause the system to become unusable due to the loss of the image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.